Manufacturer narrative:
The qc on the day of the event was acceptable. The field service engineer was unable to determine a cause. He ran performance testing to verify the analyzer was running properly. The customer ran calibrations and qcs with all results within acceptable limits. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys estradiol iii result for one patient sample. The initial result was >3000 pg/ml with a data flag and was reported outside of the laboratory. The repeat result was 1329 pg/ml and was believed to be correct. The reagent lot number was 566726. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.